Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 11sep2020.

Event description:
The customer reported the unit alarmed for faulty battery and battery thermistor failure. There was no patient involvement. The field service engineer advised the customer that the device is at end of life and no service or parts are available. No parts were replaced.